Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. A 10f delivery sheath was used to deliver the device, which is larger size than the recommended (8f delivery sheath) per the instruction for use, artmt600034288 revision c. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was selected for an implant. When the amplatzer septal occluder was expanded in the atrial septal, the left disc became a cobra head. It was confirmed by transesophageal echocardiography (tee) that it could not be expanded in the predefined form. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There were not bends or kinks been observed in the delivery sheath.the device was replaced with a 17mm amplatzer septal occluder and the procedure was completed without any issues. The images of the deformed occluder are not available. No health impact has been reported. There were no adverse patient effects.